Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration (partial clip movement). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted in the medial anterior-2/posterior-2 (a2/p2) leaflets. A second mitraclip xt was then placed in the lateral a2p2, upon release it was possible that a partial leaflet detachment occurred and the clip moved on the posterior leaflet but was unable to be confirmed. The clip remained stable on the leaflets and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.